Event description:
It was reported that the patient experienced muscle stimulation and the left ventricular lead was capped and replaced. No additional information was reported.

Manufacturer narrative:
(B)(4).